Event description:
The customer reported via the sales rep, that when the surgeon tried to put in, the trial, a small fragment fractured off the trial and fell into the wound site. The customer further reported that the fragment was recovered from the wound and the procedure was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device is not available for evaluation. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.